Manufacturer narrative:
Device had button error alarm and no esc and act button response due to corroded keypad traces. No sticky buttons, blank display or damage inside pump noted. Insulin pump was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The device was returned for analysis.